Event description:
Employee transferring patient from gurney to CT scan procedure table with co-worker. Using comfort glide. As transferred patient, blower hose disconnected from comfort glide. The snap lock on the white portion of the tube disconnected from the comfort glide, may have been slightly bent. Comfort glide deflated. Patient in between gurney and procedure table. Pulled patient across onto procedure table to prevent fall. Employee sustained an injury to his back. Patient was not injured.